Event description:
Additional information was obtained from the surgeon. The patient is high profile and suture was needed to reduce the risk of infection. The patient is now 20/20 unaided, manifest refraction is plano, and inflammation has resolved.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that approximately 1.5 weeks after implantation of an intraocular lens (iol) into the left eye, the patient presented with toxic anterior segment syndrome (tass). The original surgery was complex due to pseudoexfoliation and use of malyugin ring during procedure to open pupil and the use of a ctr to aide capsular bag support. Patient outcome is is good (20/20) but the pupil is irregular from the pupil stretching. Additional information was requested, but not received.

Manufacturer narrative:
Corrected d4, 6a, h7 additional information: a2 b3, b5, b6, b7, d10, h6, h11. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause could not be conclusively determined.

Event description:
Additional information was obtained from the reporting surgeon indicating the patient presented one day post op with decreased visual acuity, anterior chamber fibrin, hypopyon, injection, corneal edema and increased post op intraocular pressure. Patient was treated with bromfenac, pred acetate, ofloxacin, and combigan. The surgeon attributes the event to the implanted iol. The patient will require a pupiloplasty.